Event description:
On (B)(6) 2023 the user received an electric shock (220v) but did not wear his samba audio processor at this moment. However since then, the user had heared a loud knocking noise when wearing his processor. No pain at the implant side. During the follow up appointment on (B)(6) 2023 an rtf measurment was conducted and the device was refitted. The user was said to still be willing to wear the audio processor despite being out of criteria for the device.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a knocking noise when wearing the audio processor, which was likely caused by a migration of the floating mass transducer (fmt) from its intended position. This was most likely due to a combination of the reported events, namely electric shock, impact and magnet resonance imaging. Troubleshooting was performed and showed the device working within specification. The recipient will be monitored by the clinic.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2023 the user received an electric shock (220v) but did not wear his samba audio processor at this moment. However since then, the user hears a loud knocking noise when wearing his processor. He has no pain at the moment, though. Further technical checks and medical intervention are considered.